Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 2.50 x 48 mm stent delivery system was returned for analysis. A visual examination of the stent found that the stent was damaged on the mid-section of the stent (more than one location) with stent struts lifted and pulled in a distal direction. The undamaged crimped stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force that could have been applied on the delivery system. A visual and tactile examination of the outer extrusion and mid-shaft section and visual examination of the inner extrusion found no issue with the extrusion shaft. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 23apr2020. It was reported that crossing difficulties were encountered. The 75% stenosed, 2.50 x 44mm, concentric, de novo target lesion was located in the severely tortuous and severely calcified left anterior descending coronary artery. The lesion contained a <=45 degree bend. A 2.50 x 48 synergy drug-eluting stent was advanced but failed to cross the target lesion. The device was removed and the procedure was completed with another of the same device. No patient complications nor injuries reported and the patient status was stable. However, returned device analysis revealed stent damage.